Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). There was no actual device returned for evaluation. Nipro's manufacturing records, inspection records and retained sample testing found no abnormalities. The reported event could not be confirmed and a cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the single use high flux dialyzer had a blood leak after the dialyzer was filled with the blood. As a result, the dialyzer had to be thrown away, wasting all of the dialysate. The patient experienced a delay of therapy due to changing out the dialyzer. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2.